Manufacturer narrative:
Product analysis: visual and optical inspection confirmed about 2 threads have been broke off. There are no signs of the locking tube being bent. It appears the threads were broken/damaged due to misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open transforaminal lumbar interbody fusion (tlif) at l3-5 due to spinal stenosis. Post-op, it was noticed that the very distal-most tip, approximately 3-4 threads worth, of the inner inserter tube had been sheared off. Surgeon was unable to affix the implant for 10-14 case onto the inserter. Surgeon believed that the metal fragment was floating lose inside the patient, so an o-arm imaging scan was performed immediately post op per normal protocol to verify placement of all instrumentation. Nothing abnormal was observed floating lose in the patient. The instrument was hand washed post-operatively and placed back into its location in the set then the entire set machine washed, then wrapped and sterilized. There were no patient complications as the result of this event.